Event description:
During a breast biopsy procedure, the tip of the device sheared off. They located the tip in the probe. They used another like device to complete the case with no consequence to the patient.